Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No returns were made available from the customer site. Accuracy testing was performed on one architect i2000sr instrument using reagent lot 43007un10 with lot v37308 of calibrators. To evaluate the accuracy of the assay, six replicates of troponin-I panel 1 were tested. All replicates of the troponin-I panel 1 were within specifications for reagent lot 43007un10. All testing was performed using in-house reagent materials. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I reagent package insert provides information to address the customer's current issue. The current investigation determined that this product is performing as intended and meeting safety, effectiveness and label claims. A product malfunction was not identified. Catalog#: corrected to 2k41-38. Review of complaint tracking and trending.

Event description:
The customer states that one patient sample generated false positive results with the architect stat troponin-I assay. The following results were provided: ID# (B)(4), 0.613 ug/l. ID# (B)(4), 0.620 ug/l. ID# (B)(4), 0.590 ug/l. The customer uses a cut-off value of 0.06 ug/l. No suspect results were reported from the lab. This patient generated negative troponin-I results on three different non-abbott platforms. There is no impact to patient management reported.